Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing and insulation damage. The patient's right ventricular (rv) lead exhibited unspecified oversensing. The patient's ra lead was capped and replaced on (B)(6) 2025. The patient's rv lead remained implanted and continued to be monitored. Patient was stable.